Event description:
"On or about (B)(6) 2010," a miniarc sling was implanted to treat "pelvic organ prolapse or urinary incontinence." It was reported that the device caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering." And "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.